Event description:
It was reported that on (B)(6) 2025, the patient¿s blood glucose (bg) levels increased to 586 mg/dl after wearing the pod on the abdomen for more than 48 hours. The patient¿s parents became concerned when bg levels did not decrease following multiple bolus doses and consulted a health care professional by phone, who advised administering insulin via injection and presenting to the emergency room (ER). At the ER, the patient¿s bg levels were monitored and were noted to decrease to 373 mg/dl following the prior manual injection of 5 units of insulin; therefore, no diagnosis was made and no additional treatment was provided during the ER visit. It was further noted that upon pod removal, the cannula was observed to be bent at approximately a 45-degree angle, and the infusion site had bleeding and bruising.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.